Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise which resulted in oversensing was noted on the right atrial (ra) lead. Fluoroscopy did not reveal any anomalies. During an unrelated procedure, the ra lead was capped and replaced to resolve the event. The patient was stable with no consequences.